Event description:
A patient reported that the back retainer on the right side is not fitting now that the patient had a crown put on and additional treatment that needs to be complete. The patient provided a letter of recommendation from the dentist to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.